Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.